Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 48.5cm from the distal tip was returned for analysis. External insulation abrasion was found at 9.3- 10.8cm and 31.8-32.8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Internal insulation abrasion was found at 12.0-12.4cm from the distal tip. The etfe coating on one conductor was abraded at the same location.